Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6)hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above the pectinate line during an internal hemorrhoid ligature procedure to treat internal hemorrhoids prolapse performed on (B)(6) 2024. During the procedure, when attempting to deploy the first band, the first and the second bands were attached together and could not be deployed after a snap sound.the procedure was completed with another speedband superview super 7. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above the pectinate line during an internal hemorrhoid ligature procedure to treat internal hemorrhoids prolapse performed on (B)(6) 2024. During the procedure, when attempting to deploy the first band, the first and the second bands were attached together and could not be deployed after a snap sound. The procedure was completed with another speedband superview super 7. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that only the handle was returned, and it had marks of trip wire being secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component, the handle had marks of trip wire indicating that it was secured. Based on the product analysis, it did not identify any evidence of either the alleged problems or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected.